Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the communication error or if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high blood glucose levels after approximately 4-24 hours of pod wear on the abdomen and stated that a hazard alarm appeared on the omnipod 5 phone application related to a communication error. She subsequently developed symptoms of weakness and vision loss, which prompted her to seek medical attention. The patient was admitted to the hospital on (B)(6) 2025 and remained hospitalized until (B)(6) 2026. She reported that she was diagnosed with diabetic ketoacidosis and a minor heart attack during this hospitalization. Treatment reportedly included intravenous therapy and insulin administration. No specific blood glucose values were provided.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data was reviewed for the period of (B)(6) 2025. Review of the cloud data found that the pod worn during the reported event was activated on (B)(6) 2025 at 21:12. The pod was later discarded on (B)(6) 2025 at 21:27, indicating that a valid deactivation command between the pod and controller was unsuccessful. Additionally, the patient history buffer (phb) data showed that the last record sent from the pod had a timestamp of 19:04 on (B)(6) 2025, and no subsequent phb records were received. This indicates that the controller lost communication with pod after the last phb record was transmitted at 19:04, resulting in the pod being discarded at 21:27 after over an hour of communication loss. Due to the communication loss, the cloud data does not contain record of a pod hazard alarm. Review of the available phb data found that the system operated in both automated and manual mode. While in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. No evidence of issues with insulin delivery was observed in the available data. Investigation of the available cloud data confirmed that the controller lost communication with the pod roughly 22 hours after pod activation. However, without physical return of the pod for investigation, it could not be determined if a pod defect resulted in the observed communication loss or a pod hazard alarm. The exact cause of the pod communication loss could not be determined.